Event description:
While inserting a tissue marker into the probe to mark a biopsy site, the physician noticed that the introducer had "snapped" and the marker did not deploy properly. As the probe was removed they noticed that the tip had broken off into the sample aperature. The physician was unable to place a marker in the biopsy site and decided not to deploy a second marker since there was a calcification left at the site to mark the area. There was no pt consequence reported. The probe and broken tip and the marker introducer will be returned for analysis.